Event description:
A 6f angio-seal vip was deployed in an antegrade puncture. The tamper tube was unable to be retrieved from the carrier tube, and hemostasis was not achieved. Surgical intervention revealed the anchor had caught in the proximal superficial femoral artery (sfa) and the collagen had been pushed through the common femoral artery wall and was occluding the sfa. There were no significant complications following surgical retrieval.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombosis, percutaneous extraction of the anchor or fragments, or surgical intervention.